Event description:
It was reported to medtronic minimed that the customer experienced blank display, exposed to moisture, damage (physical or cosmetic), flashing medtronic logo, no communication between pump to meter. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. Customer reported pump was exposed to moisture, flashing medtronic logo, blank display, serial number label worn off, pump and meter was not paired. The display did not return after pump restart. No harm requiring medical intervention was reported. The product will be returned for mmt-1881

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing white display. Unable to download history files and traces using thump software due to flashing white display. Unable to perform the following tests displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test due to flashing white display. The pump was cut open to perform visual inspection and moisture damage on the electronic assemblies, keypad flex connector and corroded battery tube was found. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails and serial number label missing. In conclusion, flashing white display was confirmed during analysis due to moisture damage on electronic assemblies. Cosmetic damage was confirmed on the serial number label noted missing. Blank display and flashing medtronic logo were not confirmed. Unable to verify no communication with pump to meter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.